Manufacturer narrative:
(B)(4). Device analysis: the device was returned with no apparent damage the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch/lot history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the titanium tip breakage during the procedure. The breakage piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.